Manufacturer narrative:
This file was originally submitted on 06/25/2025 but was not ack3 acknowledged as passed. It is being resubmitted with this statement on advice of the cdrh MDR team at opeq, office of regulatory programs, division of surveillance support.

Event description:
Patient reported continuous service error code. Troubleshooting unsuccessful. The unresolvable service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned monitor passed both isl (safety) and eit (performance) testing. Returned therapy cable failed inspection. The reported service error code indicates that the self test detected a disconnection in one or more of the therapy cable squib wires used to deploy the gel. This is a wiring issue typically related to therapy cable damage. Cable damage/breakage due to field stress and usage is anticipated as an occasional occurrence. Will continue to trend for future occurrences.